Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the pump sensor reading accurately indicated a low bg level; however, due to an inaccurate bg meter reading of 600 mg/dl, the customer delivered a 15 unit bolus. Customer consumed carbohydrates to address bg and the customer's husband provided assistance as the customer was incapacitated and incoherent due to the low bg. Reportedly, the customer was admitted to the emergency room and subsequently hospitalized. Multiple attempts were made to follow up with the customer regarding the hospitalization; however, no response from the customer was received.